Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted right ventricular pace impedance was steady at approximately 559 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 4076 lead, implanted: (B)(6) 2006; 4194 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly following the implantable cardioverter defibrillator (ICD)implant procedure, a high right ventricular (rv) lead impedance alert triggered. It was noted a connection issue was suspected, and a lead revision was planned. It as added that during the scheduled lead revision, the possible connection issue will be evaluated. The rv lead was later abandoned and replaced and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.